Event description:
The facility has noticed a significantly higher infection rate and dvt rate. The catheter is pistoned and the cuff isn't securing the catheter properly.

Manufacturer narrative:
The device has not been returned to the manufacturing for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.